Manufacturer narrative:
Concomitant medical products: addrl1 ipg, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead showed increasing thresholds that resulted in high and unstable threshold values. It was also reported that impedance values were also increasing and resulted in high impedance. The lead was capped and replaced. No patient complications have been reported as a result of this event.